Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain/continuing pain, worsening pain") and arthralgia ("hip pain/joint pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of difficulty sleeping, tonsillectomy, appendectomy, gouty arthritis, osteoarthritis, morbid obesity, left lower quadrant pain, nasal congestion, hot flashes and hyperlipidemia. The only concomitant product mentioned was hctz (hydrochlorothiazide). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In 2007 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"), premature menopause ("hormonal changes describe: early menopause"), nausea ("nausea nearly every morning"), allergy to metals ("nickel allergy"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In 2008 she experienced pelvic pain (seriousness criteria medically important and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), hypertension ("blood or heart condition type: high blood pressure") and alopecia ("hair loss"). In 2016 she experienced arthralgia (seriousness criterion medically important). In 2017 she experienced tooth fracture ("dental problems: broken teeth"). Essure (ess205) was removed on (B)(6) 2019. An unknown time later she experienced back pain ("lower back pain"), myalgia ("pain in muscle in arms and legs") and pain ("body pain"). The patient was treated with ibuprofen as well as surgery (hysterectomy with bilateral salpingectomy and hip replacement). At the time of the report, the pain was resolving and the headache had resolved. The outcomes for pelvic pain, arthralgia, vaginal haemorrhage, heavy menstrual bleeding, fibromyalgia, hypertension, tooth fracture, dysmenorrhoea, premature menopause, nausea, allergy to metals, migraine, fatigue, alopecia, vaginal discharge, back pain and myalgia were unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hypertension, migraine, myalgia, nausea, pain, pelvic pain, premature menopause, tooth fracture, vaginal discharge and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: date(s) of removal: (B)(6) as written in pfs essure worsened a previously existing injury/condition: no discrepancy noted in date of birth (B)(6) 1968. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2019: essure removal details added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain/continuing pain, worsening pain") and arthralgia ("hip pain/joint pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of difficulty sleeping, tonsillectomy, appendectomy, gouty arthritis, osteoarthritis, morbid obesity, left lower quadrant pain, nasal congestion, hot flashes and hyperlipidemia. The only concomitant product mentioned was hctz (hydrochlorothiazide). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In 2007 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"), premature menopause ("hormonal changes describe: early menopause"), nausea ("nausea nearly every morning"), allergy to metals ("nickel allergy"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In 2008 she experienced pelvic pain (seriousness criteria medically important and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), hypertension ("blood or heart condition type: high blood pressure") and alopecia ("hair loss"). In 2016 she experienced arthralgia (seriousness criterion medically important). In 2017 she experienced tooth fracture ("dental problems: broken teeth"). Essure (ess205) was removed on (B)(6) 2019. An unknown time later she experienced back pain ("lower back pain"), myalgia ("pain in muscle in arms and legs") and pain ("body pain"). The patient was treated with ibuprofen as well as surgery (hysterectomy with bilateral salpingectomy and hip replacement). At the time of the report, the pain was resolving and the headache had resolved. The outcomes for pelvic pain, arthralgia, vaginal haemorrhage, heavy menstrual bleeding, fibromyalgia, tooth fracture, dysmenorrhoea, premature menopause, nausea, allergy to metals, migraine, fatigue, alopecia, vaginal discharge, back pain and myalgia were unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hypertension, migraine, myalgia, nausea, pain, pelvic pain, premature menopause, tooth fracture, vaginal discharge and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: date(s) of removal: (B)(6): as written in pfs. Essure worsened a previously existing injury/condition: no. Discrepancy noted in date of birth (B)(6) 1968. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.